Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported arrhythmia and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased in their home the morning of (B)(6) 2026. They had 10 implantable cardioverter defibrillator (ICD) shocks with persistent ventricular fibrillation (vf). They were still connected to their left ventricular assist device (lvad) with their batteries drained. Whether the outcome was device or therapy related was not provided. It was unknown if the device will be returned for evaluation.

Event description:
It was reported that the patient had ventricular fibrillation and the ventricular assisting device (vad) was discontinued. The patient experienced low flow alarms. The product will be returning for evaluation.